Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted during a device replacement procedure because the patient was having left arm edema from having two rv leads. One new rv lead was implanted. No additional adverse patient effects were reported.